Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse event of cardiac arrest and death, as the patient was undergoing ccpd therapy when the suspected cardiac arrest occurred. The definitive etiology of the patient¿s cardiac arrest and death is unknown; therefore, causality cannot firmly be established. It should be noted that the limited information provided precluded a more in-depth investigation. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Of these deaths, cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications.

Event description:
It was reported to fresenius that this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy expired on (B)(6) 2023 while undergoing ccpd therapy. The reporter called fresenius customer support for assistance interpreting any alarms present prior to the patient passing away. The reporter stated the patient expired due to a cardiac event (cardiac arrest), although the specifics were provided due to privacy restrictions. Attempts to obtain additional information (e.g., death certificate, esrd death notification, treatment records) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy expired on (B)(6) 2023 while undergoing ccpd therapy. The reporter called fresenius customer support for assistance interpreting any alarms present prior to the patient passing away. The reporter stated the patient expired due to a cardiac event (cardiac arrest), although the specifics were provided due to privacy restrictions. Attempts to obtain additional information (e.g., death certificate, esrd death notification, treatment records) were unsuccessful.

Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test, teach pump test and patient sensor check were performed and passed. An internal visual inspection of the returned cycler encountered no discrepancies. The device history record did not reveal any issues or problems related to the reported event.

Event description:
It was reported to fresenius that this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy expired on (B)(6) 2023 while undergoing ccpd therapy. The reporter called fresenius customer support for assistance interpreting any alarms present prior to the patient passing away. The reporter stated the patient expired due to a cardiac event (cardiac arrest), although the specifics were provided due to privacy restrictions. Attempts to obtain additional information (e.g., death certificate, esrd death notification, treatment records) were unsuccessful.